Event description:
It was reported that during the implant procedure the patient had a cardiac perforation. Cardiopulmonary resuscitation (CPR) was initiated, a pericardiocentesis was performed and emergency cardiac surgery was needed to correct the perforation. The leadless implantable pulse generator (ipg) was not implanted and an epicardial pacemaker was placed instead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.